Event description:
The rptr stated that she did a meter to hcp meter comparison, 30 seconds apart. Her meter read 182 mg/dl, and the hcp's glucometer elite read 83 mg/dl. She did not have any symptoms. No control solution testing was done due to unavailability of supplies. On followup, rptr stated that she has rec'd an er1 message on a later control test. She did not compare her test strip to the color chart, and said that she had not applied blood to the pin area of the strip. On retesting with control solution, the result was 121 mg/dl. The confirmation dot was entirely blue; the rptr said that comparision to the color chart was closer to 180 mg/dl. No harm was alleged.